Event description:
Note: event and procedure dates are unknown. It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during a procedure (patient gender, age and weight unknown). According to the complainant, during the procedure, the tip of the jagwire detached and remained inside patient. The procedure was able to complete by removing the remained tungsten to duodenum. The procedure was successfully completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned jagwire revealed that almost all of the pebax is missing from the device exposing the core wire. The remaining piece of pebax on the wire is sliced and also exposes the core wire in this location. Damage to the ptfe jacket was also noted. Although the exact cause of failure cannot be determined the most probable cause for the reported event may be due to the wire coming into contact with a sharp instrument or object. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.